Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Event description:
Incident detail: we currently use the neo-fit for endotracheal tube fixation and have been for a few years now. We have been happy with this product but we did have an issue with extremely sore area of the skin of an extreme preterm baby beneath the fixation devise. I wonder if you have had any other similar reports? We do use duoderm beneath the fixation devise as we had found in the early days of using this devise, we had some that were lifting from the skin due to the humidity required. We have not made any changes in our practice but I am just enquiring if you have any similar reports. Neo-fit neonatal endotrac 42-2540. E-complaint (B)(4).

Manufacturer narrative:
Investigation x-no sample returned , analysis and findings, complaint (B)(4). Distribution history: this complaint unit described, ne0-fit (p/n 42-2540), is manufactured at csi. Manufacturing record review: a review of the device history record could not be done at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no applicable. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the unit was not returned. Visual evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time based on the information provided. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Incident detail we currently use the neo-fit for endotracheal tube fixation and have been for a few years now. We have been happy with this product but we did have an issue with extremely sore area of the skin of an extreme preterm baby beneath the fixation devise. I wonder if you have had any other similar reports ? We do use duoderm beneath the fixation devise as we had found in the early days of using this devise, we had some that were lifting from the skin due to the humidity required. We have not made any changes in our practice but I am just enquiring if you have any similar reports. 1216677-2022-00082, neo-fit neonatal endotrac 42-2540 e-complaint (B)(4).